Event description:
Pt who was septic and made do not resuscitate prior to event. Pt was bronchoscoped to remove bloody secretions. Lubricated bronchoscope got stuck in #8 endotracheal tube. Bronchoscope and endotracheal tube were removed. Unsuccessful reintubation. Cryocothyroidectomy performed.